Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were trying to change their site when they received a no delivery alarm. The customer's blood glucose at the time of incident was unknown. The customer states that when they tried to change infusion set, the reservoir was filled, but it wouldn't let them fill the tubing. The customer states that they then tried to use an old reservoir and it shot the plunger out and wasted a lot of insulin. Troubleshooting was conducted and resolved the issue. The customer is being sent out a replacement and they are returning the faulty reservoir.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set, and out the catheter tip. No occlusion was noted.